Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom hip component (exact date not reported). Currently, the pt is being monitored due to pain. Since the implantation date was not reported, this case will be treated as one of the cases which zimmer implemented a correction in july 2008.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for the specific event cannot be ascertained from the info provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be/is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).